Event description:
Surgeon reports blue and white synthetic fibers were left in the eye during surgery. It is believed the fibers stuck to the phaco tip when it was placed on the surgical table. No adverse reaction has been experienced as a result of these fibers remaining in the eye.